Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was making noise and overheating. The unit was not shutting off when overheating. As a result, an alternate device was employed. There was no patient involvement.

Manufacturer narrative:
Investigation in progress, but not yet completed. The perfusionist stated the unit was removed from service and tagged accordingly. The unit will not be repaired at this time. The field service representative (fsr) is awaiting hospital approval.